Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up to a no delivery alarm on her insulin pump. The customer's blood glucose level was 500 mg/dl. The customer did a manual bolus. A 5.0 unit test was done and the insulin had exited without incident. It was noted in troubleshooting that the alarm was caused by an infusion/reservoir occlusion. The customer was advised to change her infusion set and reservoir. The device will not be returned for analysis.